Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. It is currently unknown as to whether this device is available for return. A good faith effort has been submitted to the field to obtain additional information and product return.